Manufacturer narrative:
The device was not returned to zoll medical corporation. Follow-up communication with the customer indicated that the end user was not in defib mode when attempting to defibrillate the patient. The device operated to specification. This claim will be closed as end user error.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report # 1220908-2016-01607 for the first device used in the patient event. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.